Event description:
Recipient claims that blood testing results for viral communicable diseases showed evidence of exposure to (B)(6). Graft ID (B)(6) are not associated with bt8 recall. Recipient underwent cervical diskectomy at (B)(6) hospital. Date of implant not specified.

Manufacturer narrative:
Method: graft (B)(6) not returned to rti and remains implanted. Investigation: review of internal records, donor records, tissue donor serological test results, medical release, mfg history, qa/qc reviews and processing cultures. Grafts (B)(6) passed all release criteria prior to distribution. Results: donor serological testing results were negative for infections disease. Graft ID (B)(6) was irradiated within the validated dosage to eliminate potential viable microbes. Moreover, there was no info in the medical social history associated with communicable disease. Review of tur database reveals 35 tissue utilization records received for this donor with no related complaints identified. Conclusion: the processing method utilized for the graft, irradiation and demineralization, is validated to eliminate the potential of disease transmission. Donor history negative for risk factors and serological testing results all negative. It is more reasonable that exposure to (B)(6) is due to a source, event, or behavior other than allograft implant given that donor serological testing results are negative for (B)(6) and the processing methodology utilized for the graft.